Event description:
It was reported to boston scientific corporation in 2008, that a stretch vl flexima ureteral stent with hydro plus coating was being prepped for a procedure four days prior. According to the complainant, "during unpacking, it was found that the stent, 3cm from coil, was collapsed. It seemed to be caused by the package." The procedure was completed with another of the same device and there were no reported complications for the pt.

Manufacturer narrative:
Although expected, the suspect device has not been received for evaluation, thus, the cause of the reported malfunction is currently undetermined.